Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report a black display screen on the insulin pump. Customer stated that half the screen cannot be read. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.